Manufacturer narrative:
(B)(4).

Event description:
It was reported " balloon leak was confirmed during use. Therefore, the user replaced the catheter with a new one". No patient injury or harm reported. The patient's current condition is reported as "fine".

Event description:
It was reported " balloon leak was confirmed during use. Therefore, the user replaced the catheter with a new one". No patient injury or harm reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "the balloon leak was confirmed during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.